Event description:
The initial reporter received questionable elecsys troponin t assay results from twenty-one patient samples tested on the cobas e 801 analytical unit. The reporter was able to provide eight examples of questionable results. Sample 1 the initial result was 827. The repeat result was 1305. Sample 2 the initial result was 408. The repeat result was 3654. Sample 3 the initial result was 13.7. The repeat result was 23.7. Sample 4 the initial result was 104. The repeat result was 167. Sample 5 the initial result was 17.3. The repeat result was 31.4. Sample 6 the initial result was 3.84. The repeat result was 20.8. Sample 7 the initial result was 89.7. The repeat result was 590. Sample 8 the initial result was 13.2. The repeat result was 172. The unit of measurement was not provided.

Manufacturer narrative:
The field service engineer (fse) performed an instrument check with imprecise results. The fse found an abnormally low signal and measuring cell (mc) condition alarms. He then replaced both pinch valves of the affected channel. He also found a there was a backflow at the mc sipper on one of the mc channels during mc preparation maintenance. This was caused by one of the pinch valves (pv) not responding to control commands. He replaced the affected pv and proactively replaced the remaining 3 pinch valves. He performed an instrument check with successful results. The investigation determined the event was consistent with the defective pinch valve on the measuring cell (mc) channel. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.